Manufacturer narrative:
Due to lack of medical records clinical evaluations was unable to find substantial evidence to support the following reported events; resistance pulling the surepass wire during contralateral limb deployment, contralateral limb cover detached from the surepass wire, and proximal bead missing on surepass wire tip. Additionally there was evidence to reasonably support the following observations; contralateral limb deployed by snaring cover and subsequently removing it from the body. This event included a patient involvement. A clinical assessment was required, but no medical information was provided. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary. The most likely cause of the detachment of components, difficult to deploy, and surepass wire issues could not be determined due to a lack of relevant medical information. Reported tortuosity of the left common iliac artery likely contributed to difficult deployment. A snare was used to deploy the contralateral limb and remove the detached cover. Unable to determine procedure-related, additional anatomy-related and user-related issues, off-label, or cautionary product use conditions. Associated clinical harms for this event included: no known impact to the patient. The final patient disposition was unknown with no additional negative patient sequelae reported. The event device was returned for further evaluation. The evaluation confirmed the reported event of missing proximal bead. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
It was reported that on (B)(6) 2017 during the deployment of a bifurcated device, the physician pulled the surepass wire to deploy the contralateral limb and encountered a resistance. A dilator was inserted into the sheath to straighten the tortuous artery and the deployment was attempted again and failed. Since a slight accordion-like deformation was confirmed on 9fr sheath, a new 9fr sheath was inserted. When sure-pass wire was pulled again (slight resistance was felt at this time, but not significant resistance). The contralateral limb was deployed, only sure-pass wire without the contralateral limb cover was removed from the body. It was confirmed that the proximal bead was missing on the surepass wire tip.